Manufacturer narrative:
(B)(4). The analysis results found that the device was received with cap/base of the universal seal assembly separated. Evidences of welding were noted on the assembly area. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A potential cause of this condition is the repeated use of (B)(4) as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, abdominal air leaked a lot when a forceps was removed. Another device was used to complete the case. There were no adverse consequences for the patient.